Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2012, a known programmer software issue (atrial threshold is not properly saved/printed when the threshold is over 3v) was observed upon interrogation of this reply pacemaker with (B)(4) software version. The customer requests a correction of this issue. It should be noted that this issue has not impact on pacemaker operation.